Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead triggered the lead safety switch (lss) due to low out of range pacing impedance measurements of less than 100 ohms. The lss changed the lead from bipolar to unipolar congiration. The lead was reprogrammed back to bipolar. It was noted that there was a chronic noise issue with the ra lead and sensing had been previously reprogrammed. Review of the electrograms (egms) found that the atrial sense ventricular pace time was shorter than atrial ventricular delay (avd), when recreating some ra noise through isometrics. The loss of atrial to ventricular syncrony was being felt by patient. Boston scientific technical services (ts) was consulted and it was found that the noise on the ra channel was being oversensed resulting in inappropriate atrial tachy responses (atrs). Since the device is programmed for short entry, ts recommended reprogrammed the atr entry to try and prevent inappropriate atr's. Ultimately the physician decided to have the device programmed to pace and sense in the atrium and inhibit due to the sensing. The system remains in service and no adverse patient effects were reported.